Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#91127 was implemented. We are unable to confirm or determine the root cause of the reported thermal event, as the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 1.2.4. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: unspecified.

Event description:
It was reported by the patient's mother that the patient's omnipod personal diabetes manager (pdm) was burning and melting. No other details were provided. The due diligence attempts were made to reach the patient's mother for additional details without success. If additional information becomes available, a supplemental report will be submitted. The product is expected to be returned.